Event description:
The field svc rep (fsr) reported that during preventative maintenance (pm) of the device, error code "e0d" was observed. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
During the preventive maintenance (pm), the field svc rep (fsr) discovered a bad mixer valve assembly.